Manufacturer narrative:
Examination of the returned items finds nothing unusual for the length of time implanted. Review of the device history records did not reveal any related product problems, manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combinations since release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised for osteolysis and bone loss.